Event description:
Event description guidant received information that the monitoring voltage on this implantable cardioverter defibrillator (ICD) was found to be out-of-specification prior to implant during a diagnostic evaluation. A manual capacitor reformation was completed and the monitoring voltage was still out-of-range. The device was still in the box in storage mode and will be returned to guidant for analysis.